Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was found unconscious with blood glucose of 20 mg/dl on (B)(6) 2016. Customer was treated with a glucagon shot. Customer was hospitalized on (B)(6) 2016 with unknown blood glucose readings. Customer was hospitalized due to low blood glucose and was treated with fluids. Customer was wearing insulin pump at the time of hospitalization. Caller reported that customer removed sensor due to it not functioning and then misplaced it. Caller declined troubleshooting insulin pump.